Manufacturer narrative:
A ge service representative performed an on site investigation. The kv tracking was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had dark images during a case. The procedure was completed. No patient injury was reported.